Event description:
Pt admitted with flu like symptoms. Pt was very hypotensive. Work up demonstrated profound injury to myocardium in general, either due to myocarditis or cardiomyopathy or other unk toxic effect. Prognosis was poor. At one time bp lost. Emergent right and left heart. Cath, angiography and insertion of intra-aortic balloon pump was done. Differential diagnosis was cardiogenic shock. Ejection fraction 10-15%. Excellent counterpulsation was achieved with the placement of balloon pump. At 2200 rn assessed pt. At 2300 found blood in the tubing. Iabp turned off and md notified. Iabp removed and 30" manual pressure applied. It was noted the balloon had ruptured. Family met in am and determined to remove life support due to poor prognosis. Pt expired same day.